Event description:
The manufacturer received information alleging that a trilogy 100 ventilator, u.s.a - bt, alarmed with a "ventilator service required" message while in patient use. No harm or injury was reported. The device was returned to the manufacturer for evaluation. The customer's complaint was confirmed. Review of the event log identified an error indicating that the proximal pressure sensor had drifted beyond the device's ability to compensate. The sensor board was replaced to address the issue. In addition, the front and rear cases were replaced due to physical damage. The exhaust fan was replaced due to contamination. The periodic maintenance sticker was also replaced. A final report is being submitted. If additional information becomes available that changes the results of the investigation or information reported, a supplemental report will be submitted.

Manufacturer narrative:
The reported failure of the proximal pressure sensor has drifted so much that the device cannot adjust for it is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.